Event description:
Pt reported obtaining back-to-back blood glucose results of 102 mg/dl and 491 mg/dl, while using the suspect device. Pt indicated that no action was taken based on the device results. No pt injury was reported and no treatment was received. Pt indicated that , the day after discrepant results were received, she switched to her back-up blood glucose monitor (same meter type), and ran qc tests, which fell within the acceptable range. While on the line with technical support, pt did not rerun qc tests on the suspect device. "Technical support requested the return of the suspect product and replacement product was"